Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, did not "feel well", and was "throwing up"; cause was not provided. A blood glucose was not provided. Reportedly, customer was admitted to the intensive care unit and treated with an "insulin drip". Date and cause of admission were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.